Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture, baker grade iii. Left side. Device explanted and replaced.

Event description:
Patient reported capsular contracture, baker grade iii. Left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on april 14, 2021 with lot number 2440914. Analysis of the returned device identified: weight to the spec, yellow particles in the shell and crease fold. A microscopic analysis was performed which identified no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."